Event description:
User reported that he had not used the device for several months due to pressure sores. The user reported that he is unsure of the cause of the pressure sores. User stated that he is no longer having this problem. No medical attention was sought or required. The service hotline informed the applicable company pc (salesperson) of the event and the pc indicated that he would follow up with the user.

Manufacturer narrative:
The cushion will not be returned by the user and will not be available for evaluation. To this point, the pc has been unable to follow up with the user regarding additional info on this event. This medical device report will be amended with such additional info , when it becomes available.